Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole and there was a spike with intermittent capture on the leadless implantable pulse generator (ipg) during atrioventricular node ablation. The catheter was move into the right ventricle for backup pacing. A new intravenous pacemaker was placed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.